Manufacturer narrative:
Model number/catalog number: sc-2218-70; serial number: (B)(4); batch/lot number: 16348393; model/catalog description: linear st lead kit 70 cm. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the ipg site. Symptom of redness was noted. The physician did not believed that the infection was device related and the cause was unknown. It was also reported that nothing happened during the recent procedure that may have contributed infection. No device malfunction was suspected. The patient was placed on antibiotics and underwent an explant procedure. The patient was doing well postoperatively.